Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that following a shock, pacing in the atrium and right ventricular (rv) appeared to be picked up on both channels. Upon further evaluation the rv lead was found dislodged. A lead revision was performed were this lead was successfully repositioned. Post reposition procedure the patient had some oozing from the surgical site. The patient was admitted to the hospital for evaluation and treatment. No additional adverse patient effects were reported.

Event description:
The lead was later explanted due to to the oozing pocket.